Event description:
It was reported that the tip of the unit broke off in the pt. Further, the tip was retrieved and the case was completed successfully.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.